Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an open reduction internal fixation (orif) of metacarpal, the two (2) drill bits broke off. Both drill bits were brand new before the case. The broken ends of both drill bits were left inside the patient. The surgeon was unable to retrieve the broken ends without causing more damage than needed to the patient. The procedure was completed successfully with no surgical delay reported. The patient outcome was unknown. This complaint involves two (2) devices. This report is for one (1) 1.0mm drill bit/mqc for threaded hole/61mm. This report is 1 of 2 for (B)(4).